Event description:
Blood glucose results of "320 mg/dl and 250 mg/dl" with the lifescan meter, performed within 10 minutes of each other. A control solution test was not performed. The meter test strips and control solution were replaced.